Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon catheter was advanced for dilatation. However, while the physician was increasing the pressure above the nominal atmospheres to treat the lesion, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported, and the patient condition was fine post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon catheter was advanced for dilatation. However, while the physician was increasing the pressure above the nominal atmospheres to treat the lesion, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported, and the patient condition was fine post-procedure. It was further reported that the balloon inflated twice at 6atmospheres for 20 seconds.